Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 260 mg/dl. The customer used fast and long lasting insulin to address the bg level. The customer reverted to using the pump for basal delivery only as the occlusions appear to occur during bolus delivery and insulin injections were used for bolus delivery.